Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error alarm second time and power error detected alarm. The blood glucose level was unknown. The customer was able to clear the alarm and complete the rewind. It was reported that the notification light did not stop flashing immediately. The customer advised the pump will need to be replaced. The customer advised to monitor the pump and call back if the error recurs. The device will not be returned for the analysis.